Event description:
It was reported that pump experienced charging issue while still under warranty. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete before return, was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and was instructed to return problematic pump within 10 days using prepaid label, which customer understood and acknowledged.